Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with urethral diverticulotomy, martius labial fibrofatty flap, cystoscopy with suprapubic, and cystostomy tube placement due to stress urinary incontinence. Following insertion, the patient experienced mesh erosion, dyspareunia, infections, inability to exert self - no heavy lifting and lengthy walks or exercise, depression, loss of ability to secure a job due to physical limitations, vaginal pain, vaginal wall scarring, and recurrence of incontinence. It was reported that the patient underwent division of mesh on (B)(6) 2010, hysterectomy in (B)(6) 2010, and lysis of mesh and excision of granulation tissue on (B)(6) 2011. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent vaginal exploration, lysis of adhesions, and excision of granulation tissue on (B)(6) 2014 due to chronic vaginal pain s/p bladder re-suspension procedure/questionable mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, frequency, dysuria, and vaginal infection. (B)(4).